Event description:
It was reported that the ventilator had a blower temperature high error code while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured because of the reported event. The customer troubleshot with technical support and verified the error code in the ventilator diagnostic logs. The customer was advised to check the filter. The customer reported that the filter was grey but not fuzzy. The service engineer (se) inspected the device. The se replaced blower, motor controller board and filters to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator had a blower temperature high error code while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured because of the reported event. The customer troubleshot with technical support and verified the error code in the ventilator diagnostic logs. The customer was advised to check the filter. The customer reported that the filter was grey but not fuzzy. The service engineer (se) inspected the device. The se replaced blower, motor controller board and filters to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A blower assembly and motor controller (mc) board were returned for analysis. Visual inspection of the blower assembly's outer surface revealed no evidence of damage or contamination. The blower assembly's end cap was removed, and a visual inspection of the impellers and surroundings revealed no signs of rubbing. Visual inspection of the motor controller (mc) board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found on the mc board. The blower assembly root cause was due to a bad sensor component in the blower assembly.